Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was then reprogrammed. The patient is stable with no consequences.